Event description:
It was reported that during a case, the cage became broken during insertion. There was no adverse event, and a delay in surgery of 25 minutes was reported.

Manufacturer narrative:
DHR sm72641 was reviewed to determine if there were any inconsistencies that may be associated with this non-conformance. No inconsistencies were found, and there have been no other complaints filed for this part number. The returned device was inspected, at which time the damage was confirmed, and the cage was determined to be broken at the proximal end. There was no indication that the inserter was used contrary to the IFU, and to the knowledge of the initial reporter, correct surgical technique was followed. It was determined that the damage seen was caused by excessive force, and could be due to an oversized cage being used in the disc space. This is being considered an isolated incident due to excessive force. Inventory was reviewed, and there were no more of this lot in stock. In conclusion, the root cause was determined to be excessive force, and this is being considered an isolated incident.